Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2021, a v burst episode recorded in the device memory showed a short non-sustained ventricular run with a period of 500ms, before a ventricular pause of approximately 1960ms, even though the device was programmed in vvi, 70min-1, with a hysteresis of 20%. The patient had a syncope.